Manufacturer narrative:
This report is submitted on october 6, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to an extrusion of the electrode array into the external ear canal. Reimplantation is planned but had not taken place at the time of this report.